Event description:
As reported, during an unknown procedure, the physician used avitene ultrafoam. It was reported that the product failed to achieve hemostasis effectively in application.

Manufacturer narrative:
As reported, avitene ultrafoam failed to achieve hemostasis. Based on the limited information provided to date, no conclusion can be made as to why hemostasis was not achieved during the procedure with the use of the avitene ultrafoam product. Additional information has been requested. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the provided lot number. Review of manufacturing records indicate product was manufactured to specification. Updated fields: b4, d4, g2, g3, g6, e1, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
As reported, during an unknown procedure, the physician used avitene ultrafoam. It was reported that the product failed to achieve hemostasis effectively in application.

Manufacturer narrative:
As reported, avitene ultrafoam failed to achieve hemostasis. Based on the limited information provided to date, no conclusion can be made as to why hemostasis was not achieved during the procedure with the use of the avitene ultrafoam product. Additional information has been requested. Note, the date of event is considered to be a best estimate as (B)(6) 2023 based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.